Manufacturer narrative:
Citation: hellhammer k et al. Micro-dislodgement during transcatheter aortic valve implantation with a contemporary self-expandable prosthesis. Plos one. 2019; 14(11):e0224815. Doi: 10.1371/journal.pone.0224815 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study of the incidence of micro-dislodgement of transcatheter aortic valve replacements. All data were collected from a single center between march 2015 and march 2017. The study population included 258 patients (predominantly female, mean age 80 years), 16 of which were implanted with medtronic corevalve and 242 were implanted with medtronic evolut r (no serial numbers provided). Among all patients with micro-dislodgement, 3 deaths occurred within 30 days post implant and 4 deaths occurred within 3 months post implant. Among all patients without micro-dislodgement,1 death occurred within 30 days post implant and 15 deaths occurred within 3 months post implant. No further details were provided about the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: major bleeding, major vascular complications, dislodged valve from delivery catheter system difficulty, sepsis, pacemaker implant, and moderate aortic regurgitation. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.